Event description:
As reported by edwards japanese affiliate, during a transfemoral tavr procedure using a 23 mm sapien 3 ultra resilia (s3ur) valve, a stent strut peeled back, preventing device removal. Despite calcification in the left common iliac artery (cia) with a minimum luminal diameter of 5.9 mm, poba was performed with an 8 mm balloon before inserting the 14 fr esheath+. The esheath+ was inserted with some resistance but passed through. Intralipos was used as a lubricant, and the delivery system was inserted. The s3ur valve passed through the calcified cia area with usual resistance, but a stent strut peeled back after exiting the sheath, leading to the procedure's abortion. Attempts to withdraw the sheath and delivery system as one unit failed as the valve got stuck at the cia calcification. Blood pressure dropped to 50/30 mmhg, prompting ECMO initiation and cardiac massage. ECMO was started 10 minutes later, but adequate flow was not achieved, and blood pressure remained around 60/40 mmhg. Angiography revealed cia bleeding, but hemostasis attempts failed. Surgery was deemed necessary but not feasible due to the patient's age and hypotension. The family consented to no further invasive treatment, and the patient was returned to the ICU with the devices in place. The patient passed away the same day, and post-mortem examination revealed a hole in the sheath where the stent strut had peeled back.

Manufacturer narrative:
This is 1 of 3 reports. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty introducing sheath, sheath punctured, and inability to remove sheath, were unable to be confirmed while the complaint for difficulty advancing through sheath was confirmed through imaging evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'a stent strut of the valve was peeled back and the devices was not able to be removed. ['] the esheath+ was inserted with some resistance ['] the s3ur valve successfully passed through the calcified area of the cia without significant resistance (there was usual resistance but not significant ['] it was found that a stent strut of inflow side had peeled back just after the valve exiting the sheath ['] the valve became stuck at the calcification of the cia. The sheath and the valve remained immobile, while only the delivery system could be pulled back and the valve was dislodged from the crimped position.' The patient reportedly had 'calcification protruding into the lumen of the left common iliac artery' and considered 'moderate' compared to the right access vessel which was considered 'severe'. Per the training manual, 'access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameter less than the minimum recommended should be carefully assessed prior to the procedure.' In this case, it is likely that resistance was experienced when inserting the sheath due to 'protruding' calcification. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force and/or device manipulation, which may result in strut damage at the valve inflow side. A damaged strut may lead to resistance in advancing the delivery system through the sheath. Additionally, the puncture potentially occurred due to the damaged strut as it was reported 'a hole (or possibly a tear) was found in the sheath around the area where the stent strut had peeled back.' While the delivery system was able to be withdrawn, further removal of the sheath with the dislodged crimped valve was unable to be performed. It is possible the 'protruding' calcification acted as a physical obstacle, inducing friction against the sheath shaft in withdrawal attempts. As such, available information suggests that patient factors (calcification) likely contributed to the difficulty in introducing the sheath and withdrawing the sheath. Patient factors (calcification) and/or procedural factors (altered crimp profile) may have contributed to the resistance in advancing the delivery system through the sheath. Procedural factors (valve strut interaction with sheath) likely contributed to the alleged puncture on the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.